Event description:
The customer reported the staff switched devices when a pressure sensor failure occurred. The pressure sensor on the device has since been replaced, and the device has been returned to use. There was no patient harm.

Manufacturer narrative:
The reported event of pressure sensor failure file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the attached log alone. Review of the source device s/n (B)(6) service history showed the device had a manufacture date of 8/21/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Manufacturer narrative:
The reported event of pressure sensor failure file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. An investigation can¿t be performed using the attached log alone. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 8/21/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported the staff switched devices when a pressure sensor failure occurred. The pressure sensor on the device has since been replaced, and the device has been returned to use. There was no patient harm.